Event description:
The device was removed due to a "scrotal infection". As reported to co, the pump and assembly kit component only were removed and replaced; leaving the reservoir inplace from the original implant surgery, catalog #9075k, serial number 175093.